Manufacturer narrative:
This surgeon has used a fibrin glue for the fixation of the mesh. The instructions for use clearly indicates that tissue adhesives should not be used for fixation. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatch reports being submitted as two separate devices were used. See 2210968-2008-01102 for the other medwatch. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a left sided, indirect, laparoscopic inguinal hernia repair procedure in 2008. During the procedure, the surgical mesh was fixated with fibrin glue. Postoperatively at about two months later, it was noted that the patient had a recurrence of his hernia. The intensity is listed as moderate. The patient was seen again at approximately five months later, and the lump in the groin was present. A reoperation is planned. No further information was provided at this time.